Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: evaluation revealed a cracked battery compartment. The battery cap threads were damaged and the cap was difficult to remove from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. Evaluation also revealed the battery cap threads were damaged and the cap was difficult to remove from the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/14/2017.